Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when a surgeon was drilling to make a small hole a lower jaw bone, the tip of the bur broke. It was also reported that the tip was found on x-ray after suturing the patient. It was further reported that the patient had a second surgery to remove the broken fragment and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that excessive force while cutting caused the bur to fracture. A review of the label for the bur indicates the following; "do not use excessive force". The associated devices IFU for use with j-notch burs were reviewed and contain the following warning; "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory."

Event description:
It was reported that when a surgeon was drilling to make a small hole a lower jaw bone, the tip of the bur broke. It was also reported that the tip was found on x-ray after suturing the patient. It was further reported that the patient had a second surgery to remove the broken fragment and the procedure was completed successfully.